Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the tip of the screwdriver broke. The surgeon attempted to remove the tip of the screwdriver, however it remained in the head of the screw. The surgery was completed using another final screwdriver. A ten minute surgical delay was reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The returned device was evaluated. The tip was found to have fractured off in a manner consistent with high torque and possible off-axis use during screw installation or removal.